Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Contact was unsure how the screen became cracked. Reportedly, the pump is still functional. Customer's blood glucose level was no impacted. Contact indicated the customer will continue to use the pump for insulin therapy.